Event description:
It was reported that during device prep the device burst when the physician unpacked the package with an artificial urinary sphincter (aus). The aus was not implanted and a new aus system was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.